Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50 mm x 15 mm maverick 2 catheter was selected for dilatation. While advancing the balloon into the guiding catheter, the shaft of the device broke at the middle. The procedure was completed with another of same device. No patient complications were reported, and the patient remained good with no complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Fg maverick 2 mr, 2.50mm x 15mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break 82cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The allegation in the complaint is confirmed.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick 2 catheter was selected for dilatation. While advancing the balloon into the guiding catheter, the shaft of the device broke at the middle. The procedure was completed with another of same device. No patient complications were reported, and the patient remained good with no complications.